Event description:
Customer's father reported that two sensors went bad with trainer. Customer stated the sensor was stuck in the serter. Customer's father stated that he believes he might have caused the incident because he was new. Customer's father also stated the insulin pump alarmed calibration to calibrate during the middle of the night before. No issues right now. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.